Event description:
It was reported that during an implant attempt the physician was unable to position the right ventricular lead due to medial venous access. The physician decided to "pull (the lead) out momentarily" to attempt to get more lateral venous access. Upon pulling the lead out (with the stylet in), it became stuck at the suprasternal notch and stretched/elongated/accordioned, which caused damage to the outer insulation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed the lead was stretched. All conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant.